Event description:
During an ablation procedure, air entered from the hemostasis valve when the negative pressure was applied with a syringe. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of a leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.